Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely at the clinic via phone call on (B)(6) 2020. The patient reported he felt his insertable cardiac monitor (icm) was poking out. The patient presented in clinic the following monday, (B)(6) 2020. The patient reported that the icm fell out of his pocket on sunday, (B)(6) 2020. The patient was provided antibiotics and medication to treat for infection. It was unknown whether infection was confirmed and whether the medication was prophylactic. The patient was stable.